Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the laser treatment patient had eye pain the day of and the day after treatment and patient also felt discomfort right after surgery. After three days patient undergo lubricating drops and non-steroidal anti-inflammatory drugs and on day seven patient was put on corticosteroids by physician for four times a day. Patient previously on alpha adrenergic agonists since on (B)(6) 2024 as one drop twice a day in both eyes. Additional information has been requested and received stating that patient also had inflammation was resolved. The physician will taper the corticosteroids by next week from the date of follow up report. The patient has been scheduled for left eye.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).